Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. The physician was using a 2.5x30mm apex monorail balloon in the calcified proximal right coronary artery (rca). The physician was able to complete the procedure with the 2.5x30mm apex balloon with no patient complications reported. The patient's current condition is listed as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.